Manufacturer narrative:
Customer complained about having critical pump error (open book image) alarm/blank display/battery cap cracked/damaged/moisture damage and cosmetic damage on (B)(6) 2021. The thump software was utilized and successful. No critical errors that trigger open book found in the device diagnostic trace. Device was received with critical pump error (open book image) alarm after battery insertion. Unable to perform functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No blank display noted after battery insertion. Device was received with cracked battery tube threads and the p-cap locks properly into place. Unable to verify damage battery cap due to insulin pump was received without the original battery cap. Base on the studied on the pump done by engineer, 3 failures led to open book 0x00000044 according to error log. Possible hw. Device ended with safe shut down in 10 minutes after user removed the battery. Most probably error occurred at insulin pump start up and not stored in traces (this may explained the customer experience the blank display). Device was cut opened, inspected and tested. Severe moisture damage found all over the place on electrical board 1 including force sensor flex cable copper connector traces. The force sensor measurement was out of specific range (-814.9 milivolts). Motor passed the motor test outside of the device. In conclusion, insulin pump was received with critical pump error (open book image) alarm after battery insertion due to severe moisture damage on electrical board 1. No blank display noted after battery insertion. Unable to verify damage battery cap due to insulin pump was received without the original battery cap. Moisture damage and cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer stated that they were in pool and the insulin pump had crack at the battery cap and had water inside the insulin pump. Insulin pump was not turning on. Customer stated they no error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.